Manufacturer narrative:
(B)(4). No complaint was received with return of device. Failure event observed during analysis. Final analysis found the lead exhibited clavicular crush damage at 20.5 cm to 21.5 cm from the connector pin. (B)(4).

Event description:
This report is to advise of an event observed during analysis.